Manufacturer narrative:
Alessia fassari, alessandra micalizzi, giulio lelli, angela gurrado, andrea polistena, angelo iossa, francesco de angelis, lorenzo martini, giovanni traumuller tamagnini, mario testini and giuseppe cavallaro. "Impact of intermittent intraoperative neuromonitoring (ionm) on the learning curve for total thyroidectomy by residents in general surgery", surgical innovation, 2024, vol. 31(4) 355¿361, doi: 10.1177/15533506241248974. This MDR is being submitted for the palsies resulted by the nim malfunctions such as loss of signal, false negatives. Section e: the literature article has two facilities listed where the study was performed. One facility is "univ. Degli studi la sapienza" and the other is "icot hospital". Medical safety review has been done for this article. The harms of hematoma and transient hypocalcemia were noted for the nim group; however, these harms were not caused by the nim system, they are known, inherent risks for thyroid procedures, the nim did not cause or contribute to them. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature article was reviewed regarding the impact of intermittent intraoperative neuromonitoring (ionm) on the learning curve for total thyroidectomy. Nim2.0 system was used for intra-operative nerve monitoring. Patients undergoing total thyroidectomy performed by general surgery residents in their learning course in 2 academic hospitals, including 150 procedures with routine use of intermittent ionm, by three 3 different residents. In the ionm group, true and false loss of signal (los) were registered. Peri-operative complications like hematoma and transient hypocalcemia were observed in patients who underwent ionm. The incidence of unilateral transient postoperative nerve palsy was 5.3% in the ionm group. No case of bilateral transient postoperative nerve palsy was reported. No bilateral permanent recurrent laryngeal nerve(rln) palsy was described. 8 patients had a false negative signal for both the recurrent laryngeal nerve and vagus nerve show during their procedure, 5 palsies reported. In 7 patients there was a loss of signal for the recurrent laryngeal nerve(rln) only, 3 palsies reported. 1 patient had loss of signal for only vagus nerve. 8 patients had false positive issue.